Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the initial valve was deployed, the valve did not fully expand. Post implant balloon aortic valvuloplasty (bav) was performed. Once the balloon was inflated, the valve dislodged and was subsequently moved into the ascending aorta. A second valve was successfully implanted. No additional adverse patient effects were reported.